Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion located in the mildly tortuous left anterior descending (lad) artery in a patient experiencing a myocardial infarction. Thrombus was present prior to stenting. Predilatation was performed, after which the 2.75x15 mm xience xpedition stent was deployed in the proximal lad and a 2.25x12 xience xpedition was deployed in the distal lad. On (B)(6) 2013, the patient was rehospitalized and thrombosis was observed in the 2.75x15 mm stent implant, thombus aspiration was performed along with balloon angioplasty for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Patient effect of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.